Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. The customer had performed a system check with tandem technical support and it was confirmed that the current cartridge and infusion set tubing were functioning as expected.